Event description:
Facility received a box of tuberculin syringes which contained, one syringe which was not packaged, had an exposed needle & the plunger was exteneded. It was this syringe which injured a facility employee as she wwas removing the contents out of the box.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown, anticipated adverse reaction - long term. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.